Event description:
Customer reported via phone, the insulin pump alarmed button error. Customer was sitting in a chair and the device was clipped at the top of the collar of his shirt when the device alarmed. Customer's blood glucose was 179 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device to undergo further testing.

Manufacturer narrative:
No button error alarm noted. Down arrow button did not respond due to corroded keypad trace. Pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.